Manufacturer narrative:
Cmp- this initial/final report is being submitted to relay additional information. Reported event was confirmed by review of medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial op notes were provided for review. Revision op notes were reviewed and identified patient was revised due to failed right total hip replacement. A superior capsular triangle was removed and the hip opened and approximately 30 cc cloudy fluid came out which is consistent with pseudotumor. There was no evidence of infection. The femoral stem was inspected and some osteolytic type response was observed proximally but it was well fixed. Head, cup and taper were revised. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 2 years after the patient¿s initial surgery a revision surgery took place due to patient¿s allegations of pain, fluid around implant, loss of range of motion and mobility, elevated metal ions, and metallosis. Also it was reported that the stem was inspected and some osteolytic type response was observed proximally but it was well fixed. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available